Event description:
It was reported that noise was found on the rv lead. There was very little inhibition of pacing due to noise. On (B)(6) 2022, the device was explanted due to eri. The biv device was upgraded because of heart failure symptoms and high percent rv pacing. The rv lead remains implanted. The patient was stable.